Event description:
During an incident on 11/13/01 involving a male pt in cardiac arrest, this defibrillator, being used during transport, indicated "low battery" during charge and did not shock. The initial call was for difficulty breathing. A dr at the scene said the pt's sugar was high (another report states that the dr said, "his pressure is high"). While placing the pt into the ambulance, his condition changed from tachypnoeic to agonal respirations. A bvm was applied in the ambulance and the pt went into cardiac arrest. CPR was initiated and the defibrillator was used, but when the rhythm became shockable, the defibrillator shut down with a "low battery" prompt. A second battery was used with the same result. A second crew arrived and shocked once. Als was not available during this call. The pt was transported to a hosp.